Event description:
Info received indicates the left head siderail will not latch.

Manufacturer narrative:
The tech found rust on the siderail latch pin. The tech cleaned and lubricated the siderail latch mechanism to repair the bed.